Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation confirmed the power button issue and also found that the software needed to be upgraded. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that someone had jammed the power button in and once it was fixed the power switch would not turn on in the evis exera iii video system center. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and a correction to g2.  New information added to the following fields: h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the power switch has failed, and the power supply no longer turned on. Olympus will continue to monitor field performance for this device.